Manufacturer narrative:
A company representative examined the system. The w11 cable was replaced. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during a procedure. The procedure was not able to be completed. There was no additional information provided. Additional information was received. The company service representative reported, after follow-up with the customer, there was no patient involved. The customer stated they could not remember any further details.